Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported the phlebotomists are complaining that the monoject 6ml syringes are giving a small initial return, but then pulling air while the needle is still inside the vein. It seems the syringe may have a gap at the rubber stopper that is pulling air in when the plunger is pulled back. There was no patient harm.